Event description:
The nurse practioner was harvesting the saphenous vein utilizing the vasoview hemopro 2 (vh-4000). He noticed that the cauterizing contact electrode had separated from the jaw of the instrument. Pt did not appear to break off while inside the pt's leg. He had finished the harvest without any adverse outcome to the pt.